Manufacturer narrative:
The patient's lifevest was not returned for evaluation.biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient's wife reported that the patient had a rash on his back under the lifevest. She reported that the rash was itchy and that the patient had had it for about four weeks without improvement. She reported using a cream that did not help the irritation. During a follow up the patient reported his dermatologist prescribed two different antihistamine medications. It was reported that the rash had not improved. The final medical outcome of the irritation is unknown. No allegation of a device malfunction.